Event description:
It was reported that whils using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. Report 1 of 2. The following was received by the initial reporter: problem information needle will not retract at all or with difficulty when button pressed. No adverse event reported.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3110030. D4. Medical device expiration date: 31jan2026. H4. Device manufacture date: 05may2023. D4. Medical device lot #: 3129615. D4. Medical device expiration date: 30apr2026. H4. Device manufacture date: 11may2023. D4. Medical device lot #: 3145629. D4. Medical device expiration date: 30apr2026. H4. Device manufacture date: 25may2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported that whils using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. Report 1 of 2. The following was received by the initial reporter: problem information. Needle will not retract at all or with difficulty when button pressed. No adverse event reported.